Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laser system used with a 550-micron fiber sparked and smoked at the plastic-coated handle during use. The procedure was completed after replacement of the fiber. No patient harm was reported.